Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent an unknown surgical procedure on (B)(6) 2017 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was available.

Manufacturer narrative:
Pc-(B)(4). During the visual inspection of the unopened samples, no defects were found on the package. The sample was opened and the swage and attachment area of the needle were as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. Also, the needle-suture combination was tested by knot tensile strength and the results were above the minimum individual strength requirement. During the visual inspection of the opened samples, the swage and attachment area of the needle were as expected. The suture was examined along of the strand and dents were observed on the needle. Also, the needle-suture combination was tested by knot tensile strength and the result did not meet with the minimum individual strength requirement.